Event description:
Suspected ra lead outer conductor failure. Ra lead could not be removed due to tightly fibro-calcified binding between the ra and rv lead. Ra lead abandoned in patient. Patient experienced bcv perforation and apparent axv occlusion (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).